Event description:
It was reported the lcsc5 was used during a laparoscopic cholecystectomy. It was reported by the rep that the device went into a solid tone and would not work. An lcsb5 was used to complete the case. There was no consequence to the pt.